Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 100-114 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The customer will continue to use the current pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue.